Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out infusion set to address the alarm and resumed insulin delivery. Additionally, customer pre loaded cartridges with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 201 mg/dl.